Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Additional information: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided. It was observed a blue reload that appears to be fully fired. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a misfiring for a blue gst reload that lead to a non stapled stomach. Surgery was not delayed, the procedure was completed successfully. There were fragments generated, but they were removed without additional intervention.